Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event with a blood glucose value of 349, and no device-specific problem or component could be identified from the information provided. Symptoms included hyperglycemia. Outcomes included insufficient information to characterize health impact. Investigation included communication attempts and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and no specific medical device problem or component implication could be established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.